Event description:
The customer reported that the users were unable to power on this defibrillator.

Manufacturer narrative:
The factory has not yet rec'd the divice for eval and this complaint is still under investigation.